Event description:
Boston scientific received information that the patient with this device felt lightheaded and experienced syncope. The patient presented to the emergency room and was seen by our representative. Noise was observed however the noise could not be reproduced. The clinician contacted technical service and requested that a consultant review some electrograms strips. Noise and pacing inhibition greater than two seconds was noted on the right ventricular lead. The consultant stated that this was another manufactures lead. Three days later the lead was explanted and replaced. The device remains implanted.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.